Event description:
The user reports 5 events of resuscitators that were allegedly missing the masks. Some of these events occurred during code situations. No pt compromise resulted from any of these alleged events.